Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 for pre-syncope related to an arrhythmia and while inpatient the patient experienced two (2) electrical fault alarms. Both electrical fault alarms were reportedly short in duration and "self-limiting." The ventricular assist device (vad) coordinator noticed a "dirty connector" for the driveline to the controller. A manufacturer's representative responded to the hospital and cleaned the driveline connector. The patient tolerated the cleaning procedure well. The device and all concomitant devices remain implanted and/or in use so nothing will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The manufacturer's representative visually examined the driveline connector at the hospital and found a green substance and one blackened pin. The electrical fault was reproducible by moving the driveline. The driveline connector was cleaned. The instructions for use (IFU) specifically warn to protect the driveline from possible contamination during implant. While there is no evidence based on the available information, it may be possible that the driveline became contaminated during the implant procedure. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted and/or in use.